Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" of saline device (deflation).

Event description:
Patient reported, left side "rupture" of a saline device (deflation). The device remains implanted.